Event description:
Additional information reported that a lot of medication went into the patient¿s body and she experienced overdose. The medication was withdrawn from the pump and the expected reservoir volume was about 4ml and the actual reservoir volume was 8ml. The new pump from may 2015 was working great.

Event description:
It was reported that there were aspiration issues as the radiologist attempted to do a catheter access port (cap) study and was unable to aspirate from the cap. A volume discrepancy was also noted as the expected reservoir volume (erv) was 7 cc and the actual reservoir volume (arv) was 22 cc. Troubleshooting included a dye study. The plan was to replace the catheter when the neurosurgeon was available and after additional x-rays were seen. The cause of the issue was not specified. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. At the time of the report, the patient's status was reported as alive-no injury. It was unknown if the patient experienced any symptoms as a result of this event. It was further reported that the patient¿s catheter was reported as an occlusion and a revision was to occur on 2015 (B)(6). This device system delivered lioresal. Further, the entire system was replaced. No further information was provided. Additional information was requested to clarify event details, symptoms, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a "substance" that was found on the port where the catheter and pump connect and it was also found in the lumen of the pin connector on the spinal side. That "specimen" would also be returned with the pump. The doctor wanted it analyzed to determine what it was. It was noted part of the catheter was removed and part was the left in the body not in use (undetermined length estimated at 5cm). It was further reported the patient experienced tightness. The cause of the issue was undetermined however at the spinal pin connector there was white substance in the lumen and at the pump delivery port there was white substance in the lumen as well. On (B)(6) 2015 there was a complete revision of catheter and pump and a new pump and catheter were implanted. It was unknown how the patient was doing as of (B)(6) 2015. It was further reported the patient had also experienced increased spasticity. A catheter study was performed on (B)(6) 2015 at which time there was more drug in the pump than there should have been and the hcp was unable to inject or aspirate. The location of the catheter issue at the pump/catheter connection. A clot/unknown substance was blocking the catheter at the pump connection and from the male end of the pump leading into the catheter and "must have come from the pump". A rotor study was also performed (date and results not provided). The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).